Event description:
This device was implanted on (B)(6)2004 and was explanted on (B)(6)2013 due to normal battery depletion. A call to patient services on 11/15/2013 stated that this device did not work well on low battery. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).